Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report a failed battery test alarm. The customer stated that he used a used battery in the pump and did not clear the alarm before inserting the battery again. The customer's blood glucose level was unknown. The customer was advised to use new batteries and call back if problems persisted. Troubleshooting was not completed. Nothing was replaced or returned for analysis.